Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath via the right femoral artery. As the md was inserting the iab into the sheath, it became stuck. As a result, the iab and sheath were removed as one unit. The md requested another iab and this iab was inserted without difficulty.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.